Event description:
It was reported that fluid leakage was found at the joint during tube washing after the tube was connected to catheter.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking connector was confirmed and the cause appeared to be manufacturing-related. The product returned for evaluation was one 4fr s/l groshong two-piece connector. The connector was received assembled with a segment of catheter. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed emanating from beneath the white strain-relief sleeve. Following connector disassembly, a tapered v-shaped split was observed in the silicon tubing. The split occurred within the region of the white strain-relief sleeve. Microscopic inspection of the split revealed sharply defined edges. The split exhibited an angled profile. V-shaped impressions were observed in the vicinity of the split along the inside edge. The split characteristics were consistent with damage caused by contact with a sharp object/instrument. The location of the split indicated that it occurred prior to tubing assembly with the strain-relief sleeve and luer adapter. Photographs of the sample have been forwarded to the manufacturing site for further evaluation. Personnel involved in the manufacture of this component were re-trained to prevent recurrence.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak was inconclusive because no sample was returned to vad for evaluation. Based on the description of the reported event, possible contributing factors include sharp instrument damage and improper connection; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Consequently, this complaint is inconclusive at this time. A lot history review (lhr) of rebq2021 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that fluid leakage was found at the joint during tube washing after the tube was connected to catheter.